Event description:
It was reported that customer was hospitalized for dka. It was reported that basal rates were erased. Md was not able to perform troubleshooting at time of call. No further details provided at time of call.

Manufacturer narrative:
Analysis revealed that unit gave motor error and a-33 alarms during basic occlusion test due to faulty force sensor. The unit also had an error alarm occur due to a broken component on interface board.